Manufacturer narrative:
The patient is (B)(6). An event regarding pain involving a scorpio patella was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined due to a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that during a right knee revised due to painful patella.

Event description:
It was reported that during a right knee revised due to painful patella.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.